Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. 28 retain samples from across the production run have been visually re-checked for leaks or damage. Samples were in good overall condition with no residue or evidence of leak occurring. The samples were also checked on the analytical balance and were confirmed against the weight specification. All samples were found to be the correct weight. Samples labels were also checked to confirm the correct flammable materials hazard symbol was present. Conclusion - during this investigation no deviation or evidence of deviation has been identified with the manufacture of this batch of product. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3010605379.

Event description:
It was reported, "an end user experienced 2nd degree burns after the esenta adhesive remover spray was used. Per the original complaint details received, "the patient had "an as guard flex dressing affixed on top of a combine dressing and the esenta adhesive remover had been used to dress the wound." After his wife sprayed a corner of the dressing, she turned away to do something, heard a woosh and turned back to see that the dressing was on fire." The wife said that the flames were 30cm off the patient's back. They tried to pat out the flames and the wife got the patient into the shower and called the community nurse. When the nurse arrived, she assessed the patient's injury and called an ambulance. The patient was transported via ambulance to the emergency room in which he "suffered 2% superficial partial thickness burns to buttocks with broken blister. Treatment provided was a burns dressing, analgesia, antibiotics and adt. Patient was referred to the burn clinic for review in 1 week." Follow up information received by the end user and wife, which noted the dressing change was done in a well-ventilated lounge area between kitchen and dining room with flooring that consisted of "vinyl wood". No electronic devices were close to the patient and his wife. No candles were present. No oxygen was in use. Both the patient and his wife were barefoot and both wearing pajamas. No gloves were used. Temperatures for that area were considered normal and not humid. This was a "relatively new bottle, only used a couple of times (1.5 weeks maximum)". Patient states they always put the cap back on, put it back in its box safely and stored in a cool place in the bedroom. The patient states he lifted up his t-shirt as the wound is on his lower back, and after the can of adhesive spray was shaken a little the adhesive remover was sprayed directly onto the dressing (not too close up) by the patient's wife as instructed by the community nurses. Nothing unusual happened during spraying of the adhesive, no strange sound or irregular spray pattern or leakage or product. The dressing was not a new product for him and has been used before with no issues. Per IFU warnings for this product: use only as directed. Pressurized container: may burst if heated. Keep away from heat, hot surfaces, sparks, open flames, and other ignition sources. No smoking. Do not pierce or burn even after use. Protect from sunlight. Do not expose to temperatures exceeding 50 degrees c/122 degrees f. Keep out of reach of children. Extremely flammable. A full investigation of this occurrence is in progress.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d9: date returned to mfg was added. H3: device evaluated by manufacturer? Has been selected as yes. H11: investigation summary. Investigation report was completed by supplier hydrokem after the sample was returned. Although the testing was limited due to the returned can being empty, the evidence received indicate that the product meet specification when supplied to the customer. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3010605379.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).